Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID n EU_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
A poor communication screen was reported. It was noted that antenna was secured and synced with the implantable neurostimulator (ins) but did not resolve the issue. The patient inquired why patient programmer (pp) was blinking and was explained it was because pp was unable to communicate with implant. The pp would not interrogate with implantable neurostimulator. No patient injury reported. (Poor communication).the patient received a replacement programmer a day after this call and was still getting the poor communication screen. The patient tried to connect with and without the antenna during call, but still got the poor communication screen. Indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.